Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID: 3093-28, lot# v536392,implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. Patient reported that she lost about 50 lb and now the implantable neurostimulator (ins) was sticking out. She had pain at right lead and left ins pocket site. It especially hurts when she is lying down. Patient stated she felt her ins had depleted. The event occurred in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient believed their battery was dead and was peeing all over themselves. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.